Event description:
It was reported to philips that the battery was exhausted, battery was older than two years. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The customer was given part information for a replacement battery and has ordered the part. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time.